Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects cerebrovascular accident (stroke), hemorrhage and death are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that (B)(6) post xact stent implantation in the left internal carotid artery, the patient was found unresponsive due to a subarachnoid hemorrhage. The patient had been taking aspirin, plavix and coumadin. The patient was intubated. On (B)(6) 2011, the patient died. There was no additional information provided.